Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1 segment) occlusion with associated acute ischemic stroke (ais) and experienced subarachnoid hemorrhage (sah) and vasospasm after the procedure. A 132cm embovac 71 aspiration catheter (ic71132ca/30557979) was attempted to be advanced through a 9f optimo balloon catheter (tokai medical), the embovac was stuck in the catheter and target occlusion could not be reached. Upon retrieval, the devices were noted to be kinked. Therefore, a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) (stent retriever only) was used for the first pass. The thrombus was white and not able to be retrieved. The second pass was made with the embotrap iii and a react 71 aspiration catheter (medtronic). The vessel was recanalized, but the embotrap became stuck in the aspiration catheter upon retrieval and would not move. The physician managed to ¿unite and collect it as it is¿, but the outer cage of embotrap iii ¿broke through¿ the aspiration catheter. Sah was noted in sylvius on review of post-procedural imaging; the cause of the sah is reportedly unknown. Spasm was also confirmed. Due to this health hazard, the patient¿s blood pressure was controlled. The event was not considered serious. The patient's baseline symptom of paralysis did not worsen as a result of the events. The devices were allegedly used as per the instructions for use (IFU). Concomitant products included a trak 21 microcatheter (stryker). Additional information received indicated that it was stated that there was a high possibility that the lumen of the optimo balloon catheter had crushed. The device was discarded and is thus not available for evaluation. Blood pressure management was required for the sah. Anonymized procedural films are not available for evaluation. No additional information is available. The initial examination of the returned embotrap device identified no significant deformation or damage at any location on the device. Stretching of the distal section of the proximal coil was observed. The proximal coil remained intact and bonded to the proximal joint of the device. The complaint event reported that during retrieval of the ¿white thrombus¿ that the system became stuck within the aspiration catheter. White thrombus is classified as firm clot which is tough to retrieve. The nature of the clot retrieved is a potential cause for the embotrap device getting stuck in the aspiration catheter. Stretching of the proximal coil could result from tension applied to the system during retrieval where a tough clot creates resistance to retrieval or as a result of an interaction between the proximal coil and an ancillary device. The microcatheter used during the complaint event was not returned for investigation, therefore it cannot be ruled out that a potential defect present on the microcatheter used during the complaint event caused the stretching of the proximal coil, or the system becoming stuck in the aspiration catheter during clot retrieval. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The react71 aspiration catheter used during the complaint event showed no evidence of significant damage. Recreation of the complaint event was attempted using the returned embotrap device, a sample trak21 microcatheter and the returned react21 aspiration catheter. The complaint event could not be recreated, with no resistance experienced when withdrawing the embotrap within the trak21 through the react71 aspiration catheter. Based on the visual inspection and functional tests carried out there is no indication of any defects present on the returned embotrap device which could have caused the reported complaint event. The returned embotrap device shows no signs of visible damage or deformation. The returned react71 aspiration catheter shows no sign of significant damage. The trak21 microcatheter used during the complaint event was not returned for investigation, therefore the condition of this cannot be confirmed. The complaint event description reported the embotrap device becoming stuck in the react71 aspiration catheter when retrieving white thrombus. Based on the investigation completed and review of the complaint details the root cause of the event cannot be confirmed, as the returned embotrap device and returned react71 aspiration catheter were used successfully with a sample trak21 microcatheter during complaint event recreation. There was no evidence of significant damage or deformation which could have caused the reported complaint event on either of the returned products. A possible cause for the event is that the composition and nature of the clot being retrieved (white thrombus) resulted in the system becoming stuck in the aspiration catheter during the complaint event. There is no indication that this complaint was as a result of a defect or malfunction of the embotrap device. The embotrap device shows no sign of significant damage or deformation as a result of the complaint event. Withdrawal difficulty, vasospasm and hemorrhage secondary to vascular injury are well-known potential complications associated with the use of the embotrap iii in mechanical thrombectomy procedures. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known possible complication with any invasive procedure during which devices are introduced into vessels. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are vessel characteristics, clot burden/characteristics, device selection, operator technique, device interaction, and mechanical manipulation of devices within the artery that may have contributed to these events. There is no indication of a device design or manufacturing process. The alleged withdrawal difficulty into the concomitant aspiration catheter appears to have led to vessel trauma with sah and vasospasm. The complaint will be reassessed if additional information becomes available. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1 segment) occlusion with associated acute ischemic stroke (ais) and experienced subarachnoid hemorrhage (sah) and vasospasm after the procedure. A 132cm embovac 71 aspiration catheter (ic71132ca/30557979) was attempted to be advanced through a 9f optimo balloon catheter (tokai medical), the embovac was stuck in the catheter and target occlusion could not be reached. Upon retrieval, the devices were noted to be kinked. Therefore, a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) (stent retriever only) was used for the first pass. The thrombus was white and not able to be retrieved. The second pass was made with the embotrap iii and a react 71 aspiration catheter (medtronic). The vessel was recanalized, but the embotrap became stuck in the aspiration catheter upon retrieval and would not move. The physician managed to ¿unite and collect it as it is¿, but the outer cage of embotrap iii ¿broke through¿ the aspiration catheter. Sah was noted in sylvius on review of post-procedural imaging; the cause of the sah is reportedly unknown. Spasm was also confirmed. Due to this health hazard, the patient¿s blood pressure was controlled. The event was not considered serious. The patient's baseline symptom of paralysis did not worsen as a result of the events. The devices were allegedly used as per the instructions for use (IFU). Concomitant products included a trak 21 microcatheter (stryker). Additional information received indicated that there was a high possibility that the lumen of the optimo balloon catheter had crushed. The device was discarded and is thus not available for evaluation. Blood pressure management was required for the sah. Anonymized procedural films are not available for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.